Event description:
It was reported that the patient was hospitalized, and admitted into the intensive care unit (ICU) due to being febrile, unconscious, fever and was subsequently intubated. It is unclear as to what caused the patient to become unwell, however it was suspected but not confirmed, that the patient may have developed an infection in a disc and that there may be an epidural abscess. The patient underwent an explant procedure of the leads and implantable pulse generator (ipg), and an infection was confirmed. The devices will not be returned as they were discarded by the facility. No other information has been obtained despite multiple requests.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7096402. Brand name: wavewriter alpha prime, upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 212282.